Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and the reported device stoppage could not be confirmed during our evaluation and functional testing of the returned device. Evaluation of the device revealed that there was no evidence of thrombus or deposition on the proximal and distal sides of the pump. Examination of the smooth and textured blood-contacting surfaces within the pump did not reveal any anomalies or dispositions that would have affected the functionality of the device. In addition, the pump bearings did not reveal any deposition or detectable wear that would have affected pump function. Evaluation and continuity testing of the percutaneous lead was unremarkable. The pump was reassembled and functionally tested under various loaded conditions using a mock circulatory loop and operated as intended, with no alarms observed. A review of the device history record revealed the device met all applicable specifications. The attached user facility report was received from the (B)(4) registry. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had been admitted to the hospital after approx 8 hours of loss of battery power to the lvad. The hospital did not suspect a device malfunction. The hospital was concerned about restarting the lvad due to the period of time that the device had stopped which the clinicians at the hospital thought could have resulted in thrombus developing in the lvad and the pt potentially suffering a stroke. As a result, the hospital made a decision to exchange the lvad with another lvad. The device was successfully exchanged with another lvad and the pt remains ongoing without any further issues.